Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what instruments were used to grasp the needle? Needle driver where was the needle grasped during use? Back 2/3 and maybe the middle as it was being transferred through tissue. In what tissue is the needle piece located? We believe the needle tip is in the uterus ¿ we were removing thick fibroids, thus the patient had tough tissue. Are there plans to remove the needle from the patient? As far as removal, we were unable to locate the needle tip after x-rays were performed so removal was not possible and likely won¿t ever be. The piece that broke off was too small to be x-ray detectable. We searched for it for about 45min after the x-ray. What is the product code and lot number of the product used? N/a. Are there samples available to be returned for evaluation? No. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a myomectomy on an unknown date and suture was used. The surgeon was using suture about two centimeters of the needle broke off as she was going through tough tissue on the myometrium. They looked for the needle and were unable to locate it. They also brought in x-ray to search. It was left in the patient and the surgeon informed the patient what happened. No patient issues reported at this time.